Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that they were having difficulty charging their implantable neurostimulator (ins). The patient further stated that they were only getting 2 coupling bars. They noted that they still have some swelling at their ins pocket site, as the patient was recently implanted. The patient has a post-op appointment with their manufacturing representative scheduled for (B)(6) 2016. The patient was implanted for spinal pain. Additional information was received from the consumer. It was reported that the most coupling boxes the patient could usually get was 2-3. The patient stated she had been having problems getting it to charge since the beginning. It was recommended that the patient work with the healthcare professional on techniques to get better coupling. No symptoms were reported. No further complications were reported.